Event description:
Philips received a complaint by the customer on the v60 indicating that there was a pressure sensor issue. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that there was a pressure sensor issue. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 27aug2025, 12sep2025, and 19sep2025 to try to obtain further information about this case regarding the patient/device usage, pressure sensor issue, evaluation, repair, and operational status; however, no response was received, and the reported malfunction could not be confirmed. It is therefore unknown what the outcome of the issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.